Event description:
Customer reported receiving erratic readings on his adc blood glucose meter. Customer reported receiving the following sets of comparisons. Each reading within the set were obtained within 10 minutes: ((B)(6) 2014) 4.9 mmol/l, 16.6 mmol/l and 2.4 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. On b)(6) 2014 14.4 mmoll, 15.2 mmol/l, 1.1 mmol/l, 6.0 mmol/l and 4.3 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. On (B)(6) 2014 5.5 mmol/l, 27.8 mmol/l and 6.8 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture of the meter is unknown. The date is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. (B)(6).